Event description:
The customer reported that the insulin pump was not able to prime with two infusion set change. Troubleshooting was performed. The customer stated that insulin was squirting out multiple times and the motor was slowing down. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a faulty force sensor.